Event description:
It was reported that post implant of the implantable pulse generator (ipg), during a wound check, yellow exudate was noted along the incision line. Purulent discharge and wound dehiscence was noted to be on the wound and a possible infection was noted. Bacitracin ointment and new steristrips were placed on the wound and the patient was given oral antibiotics. No further patient complications have been reported as a result of this event. 2025-02-11: it was further reported that at the follow up wound check the device site was healing up appropriately with no signs of infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.